Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose was 425 mg/dl. Customer¿s blood glucose was 300 mg/dl to 400 mg/dl. The customer treated with the bolus. Customer stated that she will then change out the set, no bend cannula and she will change out set and continue to bolus to get her blood glucose down. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.